Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that the patient underwent a total ankle replacement and the surgery was done incorrectly with the talar and tibial cut being in dorsiflexion (too much posterior resection on talus). The talar component is impinging almost into the st joint. Allegedly, the patient may need to undergo a revision surgery.

Event description:
It was reported that the patient underwent a total ankle replacement and the surgery was done incorrectly with the talar and tibial cut being in dorsiflexion (too much posterior resection on talus). The talar component is impinging almost into the st joint. Allegedly, the patient may need to undergo a revision surgery.

Manufacturer narrative:
The complaint could be confirmed, since the information for evaluation matches the alleged failure. Medical profession reviewed the received information and noted: the CT-scan confirms the information given that the talar component is in an undesired position with a relatively large bone resection posteriorly. The CT-scan show as primary implant of which the components (infinity tibial component and infinity talar dome and the pe-insert) are all intact. There are no signs of loosening or subsidence. No irregularities can be found in relation to any implant. No other irregularities can be found. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. Based on investigation, the root cause is malposition, most likely due to a user-related issue. Which has already been reported by the sales representative: "the original surgeon's bone cuts were made incorrectly." If the device is returned or if any additional information is provided, the investigation will be reassessed.